Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Preliminary evaluation has determined that the coupling tool side was out of specification. It was noted that the saw blade holder and the clamp screw were defective. It was also noted that the device failed pre-repair diagnostic tests for general condition, and saw blade coupling assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) that during an unspecified surgical procedure, it was observed that the saw blade holder on the handpiece device was cracked so the blade could not be used. It was not reported if there was a delay in the procedure due to the event; however, an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as may 16, 2017 in the initial report. It has been updated as may 17, 2017. Device evaluation: the handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the coupling tool side was out of specification. It was noted that the saw blade holder and the clamp screw were defective. It was also noted that the device failed pre-repair diagnostic tests for general condition, and saw blade coupling assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper construction and design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.